Event description:
It was reported that two days after implant the patient was readmitted to the hospital with notable confusion. A head CT was taken and the patient's heart was checked to rule out a stroke. It was determined that the cause of the confusion was too much pain medicine, and the patient was discharged. It was also reported that every time the patient's husband increased stimulation to a comfortable level for her left buttock pain she experienced intense pain under her right breast. The patient went to urgent care and an x-ray was taken to look for a broken rib. Nothing was noted and the hcp told the patient that the pain was due to muscle / cartilage attached to sternum. The patient had a follow-up appointment scheduled for (B)(6) and was taking oxycodone and ibuprofen for the pain. It was noted that the patient's husband felt like he was not trained adequately on use of the patient programmer. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient was receiving less than 50% pain relief from their stimulator. When stimulation was increased beyond 4.0 v the patient would experience pain under the breast area. Stimulation was meant to be for patient's left buttocks area. It was reported that the patient had a stroke and it was hard for her to sense stimulation. The reporter noted that the patient's doctor stated the patient's back had "slipped" and it might be pinching a nerve. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).